Event description:
Unable to retract the jacket. Physician used an alternate device. Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. A contralateral stent was placed in the limb.